Event description:
It was reported that the ilet device did not charge when placed on the charger, and the issue resolved after the user removed the case as instructed by the agent. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included customer service troubleshooting and user education regarding proper charging practices. Investigation of this case revealed that the device began charging normally after removing the obstructive case, indicating no device malfunction and suggesting user handling or accessory interference with charging. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and external factor interference with charging rather than a device defect.

Manufacturer narrative:
Initial.